Manufacturer narrative:
Lot unknown (1): device not returned. Device location unknown.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon navigated screw inserter jamming.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative yukon navigated screw inserter jamming.

Manufacturer narrative:
Lot unknown (1): device not returned.